Manufacturer narrative:
Results: pinch valve mount for vl-57 (the diff chamber drain) was broken. (B)(4).

Event description:
Customer called on (B)(6) 2012 reporting of a leak at the right side of the coulter hmx hematology analyzer with autoloader at feed through fitting (ff141). Customer was wearing personal protective equipment at the time of the leak and no exposure or injury was reported. Customer stated that no patient results were affected other than white blood cell (wbc) vote outs ("- - - - -", non-numerical results). No erroneous results were reported out of the lab and there was no change to patient treatment attributed to the event. Field service engineer (fse) was dispatched and found that the pinch valve mount for vl-57 (the diff chamber drain) was broken and the diff mix chamber could not drain. Fse replaced the mount and flushed out the instrument. Repair was then verified as per established procedures.